Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns this right ventricular (rv) had perforated the ventricle. The patient complained of discomfort. A CT scan was performed as was a thoracotomy. A revision procedure to reposition the lead did not find a perforation. The lead was successfully repositioned. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead had perforated. It was noted that the patient had chest discomfort. According to the boston scientific representative, the chest discomfort was due to agitation from sinus tachycardia. A computed tomography (CT) was performed and confirmed the perforation. A thoracotomy was performed and the lead was re-implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field b1: adverse event/product problem.

Event description:
It was reported that the right ventricular (rv) lead had perforated. It was noted that the patient had chest discomfort. According to the boston scientific representative, the chest discomfort was due to agitation from sinus tachycardia. A computed tomography (CT) was performed and confirmed the perforation. A thoracotomy was performed and the lead was re-implanted. No additional adverse patient effects were reported.